Event description:
Caller reported blood glucose results of 259 mg/dl and 132 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was replaced as a courtesy to the customer.